Manufacturer narrative:
Pending investigation: note: this complaint is from belgium. Phone number (B)(6). The implant date provided in the report: 2015.

Event description:
The event was first noticed due to pain and swelling at the level of the port. The port had to be explanted due to an infection. The patient had a port revision.

Manufacturer narrative:
Complainant did not respond to multiple attempts to gather information. The device was not available for investigation, thus an investigation on the reported device was not performed. Unable to determine root cause or conduct trending analysis. No new risks identified; the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The batch number of the device in question was not provided along with the complaint information. Therefore, the lot history record could not be confirmed and reviewed. Unable to determine root cause. Limited investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.